Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The connection between luer and tube get loose during use. For example during the night the customer woke up and realized that the tube is disconnected from the luer. No adverse event reported. A request was made for the return of the device.